Event description:
Preventative maintenance was being performed on this sps 1550 device when the device shut down during the dialyze mode without an audible alarm. Since this occurred during routine service there was no pt injury and no medical intervention necessary.